Event description:
It was reported by the contact that the customer received an auto-off alarm. The alarm occurred when the customer was sleeping and the customer did not hear the alarm. The customer's blood glucose level was 119 mg/dl. The contact cleared the alarm and insulin delivery was resumed. The customer last interacted with the pump the evening prior to the alarm. The contact set the auto-off alarm to 18 hours.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off)." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.